Manufacturer narrative:
Continued d.9: concomitant therapies: juvéderm® volux¿ and juvéderm¿ voluma¿ with lidocaine. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 11 ml of juvéderm® volift¿ with lidocaine, juvéderm® volbella® with lidocaine, juvéderm® volux¿, and juvéderm¿ voluma¿ with lidocaine in chin, lips,temporal, malar zygomatic, mandibular angle, and mandibular rim. The patient experienced a ¿vascular occlusion¿ in the right temporal area. The patient was treated with hyaluronidase by another healthcare professional. Event is ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00700) (allergan complaint pr# (B)(4)) MDR ID# (3005113652-2023-00697) (allergan complaint pr# (B)(4)) MDR ID# (3005113652-2023-00696) (allergan complaint pr# (B)(4)) this MDR is being submitted for the first suspect product, uvéderm® volbella® with lidocaine.